Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 07-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that "like one week in" from implant date, all the leads came loose. Patient stated that he still has the whole system implanted because his surgeon won't take it out. Patient added that it's uncomfortable to lay on. Patient stated he needs an emergency MRI because he ripped a tendon in his ankle. Pt stated the MRI facility is requesting information from manufacturer before doing the MRI. It was reviewed pt is only eligible for mris of the head under certain conditions. Patient then noted that his scs is no longer active and he stopped using the scs after one week because the lead "came off" of the ins and was "shocking him in totally different parts of his body" when he would lay down and even when stimulation was on the lowest setting. Patient also reported the scs was uncomfortable to lay on. Patient reported the surgeon did a very poor job (implant surgery) and noted that the hcp would not remove the device and would no t take him back as a patient. The patient was redirected to their healthcare provider (hcp) regarding needing diagnostic imaging of the ankle. No further complications were reported/anticipated.